Event description:
Customer reported intermittent horizontal lines in images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced a video cable. System operates as intended. This MDR is related to ge healthcare complaint number.